Manufacturer narrative:
Device evaluation: wear abrasion, crease fold, opening on anterior, brown particles in fill channel, yellow particles in the shell and calcification (approx. 5%). Leak test and microscopic analysis was performed which identified, crease smooth opening on anterior and sharp opening on patch bond edge. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on anterior assessed, as fold flaw opening. A sharp opening on patch bond edge assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, a right side deflation. Exchange, due to the patient's concern with the product. And particles in the valve. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation, exchange due to the patient's concern with the product, and particles in the valve. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation, exchange due to the patient's concern with the product, and particles in the valve. Device has been explanted.